Event description:
Customer reported issues with the insulin pump. Customer states that their insulin pump beeps without message in display. The blood glucose reading is 435 mg/dl. Nothing further reported.

Manufacturer narrative:
No audio anomaly was noted. No back light anomaly was noted. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip and a cracked case at a display window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.